Manufacturer narrative:
MDR(B)(4) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
It was reported that the patient faced five infusion sets fell off events on 09-mar-2026. The infusion sets were in use for about one day.